Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during cleaning the comb was damaged. No adverse event has been reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher (B)(6) by dover on 14 april 2020 revealed that the comb was damaged so the pre-test calibration and test cut could not be performed. The comb, roller, sideplates, and ratchet were placed. The ratchet gear was damaged and could not be removed. The 1.5:1 and 2:1 cutters did not meet all the test requirements. Product repair repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, roller, sideplates, ratchet the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.